Event description:
It was reported that during a hip arthroscopy, a platinum full radius bonecutter 5.5mm had issues with metal debris, as small metal pieces fell in the joint. The metal debris tiny pieces could not be retrieved from the patient, so they were left embedded as they were detected after the procedure was completed. No surgical delay and no further complications were reported.

Event description:
It was reported that during a hip arthroscopy, a platinum full radius bonecutter 5.5mm had issues with metal debris, as small metal pieces fell in the joint. The metal debris tiny pieces could not be retrieved from the patient, so they were left embedded. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. A clinical review state that based on the limited information provided a user technique/procedural variance cannot be ruled out. Two arthroscopic images were provided that confirm the presence of the foreign body in the patient¿s joint; however, they do not aid in determining the root cause. The full radius bonecutter 5.5mm platinum is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond possible corrosion, local irritation/discomfort, and/or migration of the retained metal debris cannot be determined with the limited information provided. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the reported event include insufficient irrigation during use or excessive force to the device. Based on this investigation, the need for corrective action is not indicated.